Event description:
The customer received a blood glucose reading of 102mg/dl from the contour next link. She was feeling hypoglycemic with symptoms of shakiness, sweating and confusion. She retested on the meter and received a reading of 47mg/dl. She drank some juice and ate her meal, and felt better. The test strips were not expected to be returned for evaluation. A new meter was sent to the customer.